Manufacturer narrative:
A1-a5 patient information was not provided. H.11 livanova deutschland manufactures the essenz console plus. The incident occurred in (B)(6), united states. Livanova field service engineer was dispatched at the customer facility and could not reproduce the error. However, power pack was replaced as a precaution, since it was reported that the system was not grounded when the issue occurred. Serial read out files (real time device parameters and setting recording file) were collected and analysed: several error messages were recorded and were likely due to a controller area network (can) bus communication failure resulting in one error showed for each actuator/module/sensor configured. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that an essenz hlm showed errors 'root vent control unit defective - replace control unit' and 'arterial bubble defective - check connection', during procedure. Such alarms disappeared after several rebootings. There is no report of any patient injury.